Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of cardiac perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of perforation appears to be related to procedural conditions, and likely due to either the transseptal puncture or clip delivery system; the hypotension appears to be a symptom/cascading effect of the perforation. The reported surgical procedure, additional therapy/non-surgical treatment, and hospitalization were a result of case specific circumstances, as the perforation was surgically stitched, and second mitraclip procedure was performed on (B)(6) 2016 to treat the mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This report is filed because atrial perforation occurred during use of the clip delivery system. It was reported this was a mitraclip procedure on (B)(6) 2016 to treat mitral regurgitation (mr) grade 3. The transseptal puncture was difficult due to the compact septum. The clip delivery system (cds) was advanced to the left atrium. During straddling and while steering the cds to the mitral valve, a perforation was noted in the left atrium. Blood pressure decreased due to the perforation. The steerable guide catheter and cds were both removed and the procedure was aborted. The perforation was surgically sutured and mr remained at grade 3. It is the physician's opinion that either the transseptal puncture or the cds could have caused the perforation. There was no clinically significant delay in the procedure. The patient is in stable condition. A follow up mitraclip procedure was performed on (B)(6) 2016; one clip was implanted reducing the mr to grade 1. No additional information was provided